Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 60 stapler was analyzed. The instrument was found to have a torn wrist cover. The length of the tear is approximately 0.424". Pieces approximately 0.077" x 0.161" and 0.079" x 0.097" in size were missing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additionally, signs of corrosion were found on the instrument bearing. Bearing found at the proximal end of the main tube exhibits orange discoloration. Corroded metal shavings were found stuck to the magnet. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired and unclamped without any issues. A review of the logs shows no errors.blank MDR fields:the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable.the expiration date for section d4 is not applicable.field d6 is blank because the product is not implantable.information for the blank fields in section e1 is not available.field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA.fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 60 stapler had cracked plastic over piece that articulates. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: no fragments were reported falling in the patient. There was no report of fragments falling from the device while used within a patient. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.